Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that there was an o-ring from a previous cartridge on the pneumatic tap. The o-ring was removed, and a new cartridge was successfully loaded. There was no reported impact to customer's blood glucose.